Event description:
During IV infusion, the nurse noticed the IV was leaking. Upon inspection, it was noted the micro filter appeared to be leaking from a pin holed on the plastic filter casing. This was noted to occur while the fluid was being pumped. The IV was discontinued, there was no harm to the patient. The facility does plan to contact the manufacturer.